Event description:
Customer reports tip broke off inside a patient during a procedure. No patient injury, dr. Was able to retrieve tip. On (B)(6) 2013, customer reports event occurred while surgery was taking a hamstring autograft from patient for acl. No x-ray taken.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.